Event description:
Paramedics reported a failure of a therapy cable during patient use. A lifepak 500 automated external difibrillator was used as backup to continue patient use. No additional event information was reported. Patient outcome was not reported.